Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, there was blood in/on the helix/lobe mechanism and the lead was damaged at implant.

Event description:
It was reported that during the initial implant, the subclavian stick was too medial and the lead as unable to be manipulated. It was further reported that the conductor coil was stretched during the explant attempt. The lead was removed and replaced. No patient complications were reported as a result of this event.